Manufacturer narrative:
For adverse event term pericarditis (ae#1): end date value of "15-sep-2025" has been changed to "26 aug 2025". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-dec-2025, updated information was received as follows: for adverse event term: pericarditis (ae#1) - the outcome is ¿resolved¿ with an end date of (B)(6) 2025. For adverse event term: partial occlusive deep venous thrombosis right leg (ae#2) - the outcome is ¿resolved¿ with an end date of (B)(6) 2025. For adverse event term: bilateral lung emboles (ae#3) - the outcome is ¿resolved¿ with an end date of (B)(6) 2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure under a bwi sponsored clinical trial with a thermocool smarttouch sf catheter. Patient received index cardiac ablation on (B)(6) 2025. On (B)(6) 2025, patient experienced ¿pericarditis¿ (adverse event (ae) # 1) categorized as moderate and not serious. Relationship to study device is ¿not related¿ and relationship to the index study procedure is ¿causal relationship¿. The outcome is ¿recovering/resolving.¿ intervention was ¿medication and tte (transthoracic echocardiography).¿ on (B)(6) 2025, patient experienced ¿partial occlusive deep venous thrombosis right leg¿ (ae# 2) categorized as moderate and not serious. Relationship to study device is ¿not related¿ and relationship to the index study procedure is ¿causal relationship.¿ the outcome is ¿recovering/resolving.¿ intervention was ¿medication and duplex echo groin.¿ on (B)(6) 2025, patient experienced ¿bilateral lung emboles¿ (ae# 3) categorized as severe and serious as defined by prolonged hospitalization. The patient was admitted on (B)(6) 2025 and was discharged on (B)(6) 2025. Relationship to study device is ¿not related¿ and relationship to the index study procedure is ¿causal relationship.¿ the event was ¿expected/anticipated.¿ the outcome is ¿recovering/resolving.¿ intervention was ¿medication.¿ on (B)(6) 2025, patient experienced ¿blurry vision left eye¿ (ae# 4) categorized as moderate and not serious. Relationship to study device is ¿not related¿ and relationship to the index study procedure is ¿causal relationship.¿ the outcome is ¿recovered/resolved.¿ intervention was ¿medication.¿ the events of bilateral lung embolism and partial occlusive deep venous thrombosis right leg are MDR reportable. However, pericarditis was considered not serious, therefore it is not MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31549996m and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).